Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the hammer hit the instrument and it broke when placed the implant inside the femur head during surgery. The surgeon used another one to complete the surgery. Patient was not injured and his condition is good now. There was a 5-10 minutes delay to complete the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the connection screw as such is in good condition, and does not show much signs of wear and tear from usage. There are some traces of tissue remaining on the very tip of the connecting screw around the threads. The drawing for this article was reviewed. There should be a weld joint between the connection screw and the insert, but examination reveals that though this weld had been present it is now broken. It is likely that possibly too much mechanical force was applied (hammering) while inserting the dynamic hip screw blade, or else the bone had not been pre-drilled and the excess force applied, resulted in the breakage of the weld. The technique guide was referenced. The device history record for this lot confirms there were no deviations to specification at the time of manufacture in june 2014. No product fault could be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.